Event description:
This female with a history of high cholesterol, chf, severe left ventricular dysfunction (ef = 35%), previous, CABG, smoking, previous mi with pci, hypertension, and known contralateral carotid occlusion was admitted for stenting of a 90%, 20mm lesion in the ostium of the left internal carotid artery. The patient was symptomatic at the time of the study. The target was severely calcified. A 6mm angioguard was deployed without difficulty. The lesion was predilated with no evidence of dissection. A 7.0 x 30mm precise stent was deployed without complication. Residual stenosis after stent placement was 20%. The patient was discharged in stable condition. Five month later, the patient returned for treatment of another carotid artery lesion in the distal left common carotid artery. This was not related to the study device. Three weeks later, the patient returned for treatment of a lesion in the left subclavian artery. This was not related to the study device. Two weeks later (six months post index procedure), the patient underwent treatment of a lesion in the proximal left internal carotid artery. This was likely within 5mm of the previously implanted precise stent. Revascularization was successful.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.